Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer did not take any action to resolve the issue as they were unaware of the occlusion alarm, but they resumed insulin without changing any supplies, and no additional assistance was needed.